Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: b5 - describe event or problem d3 - mfg establishment name, d3 - address 1 d3 - city d3 - region state d3 - country d3 - zip code d3 - zip code d4 - primary UDI number, d9 - date returned to mfg, updated fields: h3 - device evaluated by mfg? The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the issue occurred during sedation when the device was inside the patient. The procedure was delayed less than 30 minutes.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device's probe when wiggled fell off. The event occurred during a diagnostic total laparoscopic hysterectomy. The procedure was completed using a replacement device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Refer to h7 and h9.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections to the device lot number and manufacturer site. Corrected fields: d4 lot, g1b.

Event description:
No additional information provided by the customer.